Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis surgical procedure, a recognition error occurred with the vessel sealer extend (vse) instrument that was resolved by reseating the instrument. The initial reporter indicated that debris was identified in the abdominal cavity. The debris was retrieved during the same procedure. The surgeon was unsure if the debris came from the vse instrument. The user continued with the procedure with no other issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis. Review of the system logs confirmed homing errors; however, failure analysis identified no issue. The vse instrument was analyzed. Visual inspection found no physical damage or missing piece. The vse instrument was placed on the in house system and passed homing during initialization. The vse passed recognition tests, engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The vse also passed the cut and seal tests on multiple attempts. Further inspection was performed by removing the housing confirmed no visible damage. A fragment measuring 0.057" x 0.013" was returned with the vse instrument. The origin of the fragment is unknown. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory failure analysis engineer. The following additional information was provided: the image shows a fragment; however, the image quality is poor and the origin could not be clearly associated to an isi instrument. No conclusive determination can be made based on this analysis.

Manufacturer narrative:
Additional information that failure analysis: there were two small clip appliers that were used during the surgical procedure. The metal clips that were used were pn: 959986 eft, horizon clips, small, box 25 cartridges x 24 clips ea, ref: (B)(4). It is a possibility that the clip was from the small clip applier.

Event description:
Refer to h10/h11 for follow-up information.